Event description:
It was reported the patient had invance sling previously that worked very well. Then the patient had pelvic fracture and became incontinent again. Another continence sling was implanted on (B)(6) 2015. The physician did not indicate that there was anything wrong with the invance sling, although he did dissect a small portion out and sent to hospital lab. No further patient complications were reported in relation to this event.